Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code - 1007 vent-inop: machine and proximal pressure sensors failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that when the device is turned on in ventilation mode the unit gave a vent inop alarm with a 1007 diagnostic code. Customer had removed the data acquisition printed circuit board assembly (pcba) to motor controller printed circuit board assembly (pcba) cable then reseated it and the unit operated as expected with no vent inop alarm. Advised that the da to mc cable was probably not fully seated when the base assembly was replaced and that when he removed and reinstalled it that resolved the issue. Reviewed the event log and found codes 1113, 110e, 110f along with the 1007; these codes would be expected if the cable was bad or not fully seated. Customer also states that before reseating that cable that the serial numbers for the flow sensors and da pcba were all "y's" and hours were zero. Now after reseating the cable the serial numbers are back but hours are still zero. Provided manual instructions and discussed how to reprogram the operating hours. Advised the customer to run the unit in ventilation mode and gently move that cable a little to make sure it does not have an intermittent open. Provided parts ID if needed for the cable, da to mc pcba,2nd gen,v60. The customer states he has performed testing using the tsi certifier and all tests passed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.